Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient had no consequences after the procedure.

Manufacturer narrative:
Analysis was performed. The complaint was not verified. When received the device failed to communicate. Further analysis was not performed.